Manufacturer narrative:
E1. Initial reporter phone: (B)(6). H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, error 7, current leakage and a signal noise was displayed on carto 3 system. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The current leakage issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for supraventricular tachycardia (svt) with a decanav. Before the operation, leakage current (error code:7). Was detected on patient interface unit rl input. A second device was used to complete the operation. There was no adverse event reported on the patient. Also reported was a signal interference (noise/loss) observed on all ECG (bs + ic) channels. It was observed on the carto® system only. There was no ECG/EKG signal that was available for the physician to monitor the patient¿s heart rhythm. During the signal interference/loss, the affected catheter was inside the patient¿s body.